Manufacturer narrative:
The insulin pump was received with critical pump error open book image and pump error 35 due to moisture damage on the force sensor, moisture damage was also found on the electronic assembly, motor, and keypad assembly during our visual inspection. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test, or verify unresponsive buttons keypad due to critical pump error open book image. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, serial number label fading, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a low battery and a keypad anomaly on the insulin pump. Customer's blood glucose was 5.6 mmol/l at the time of the incident. Customer stated that the numbers are not ramping on their own. Customer stated that the scroll bar is not moving with no input. Customer stated that there is no response from any button. Customer was advised to monitor the time display. Customer was unable to see the time on the insulin pump screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.